Event description:
It was reported that the right ventricular (rv) lead exhibited out of range (oor) impedance in the bipolar configuration due to lead fracture. This rv lead was surgically abandoned and replaced with a different lead model. No additional adverse patient effects were reported.